Event description:
A malfunction on the pump was reported by the caller, and this issue caused the customer's blood glucose level to exceed the normal range, though the specific value was displayed as "high." The customer managed the high blood glucose level by administering a corrective injection using multiple daily injections (mdi) and did not require any third-party assistance. The malfunction code was identified as malf 0, with a fault ID available, and it was determined that the code could be reset. However, the customer had not reset the pump in the past 24 hours due to the lack of a charging cable but planned to call back once the cable was available to perform the reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.